Event description:
It was reported that the device broke during surgery. Patient outcome: the surgery was stopped at the time of the reported event and rescheduled for a later date. No adverse effects have been reported as a result of this event.